Manufacturer narrative:
Visual inspection verified that the last outer winding did not unravel. The complaint is confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, when the the heartstring seal was removed, it was observed that the last coil failed to unravel completely. No replacement or extra steps were required to resolve the issue. No patient injury occurred.